Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left circumflex (cx) that was 95% stenosed. The lesion was pre-dilated and a 3.50x48mm xience xpedition was implanted and caused an edge dissection. Another xience xpedition was used to successfully treat the dissection. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.